Manufacturer narrative:
Concomitant medical products: 502ag31 valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave oversensing was observed during recorded atrial tachycardia/ atrial fibrillation episodes. The right atrial lead remains in use. No patient complications have been reported as a result of this event.